Event description:
It was reported the patient ((B)(6)) is no longer able to establish communication between her ipg and external devices (patient programmer and charging system). Additional patient programmers and charging systems were tried to no avail. In addition, an error code was displayed on the patient programmer. It was noted the patient has experienced difficulty charging the ipg over the past few months. The patient is scheduled to follow up with the pain nurse at the later date for further investigation.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.